Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 end of cautery (jaw area) sticking or catching near the end of the cannula. Seems to be where the plastic meets the metal of the end of the cannula. Used lube to resolve it with only minimal results. Finished case using same device. No patient harm or additional time added to case.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 25162956 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05/11/2022. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire of the harvesting device. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties. The harvesting device was then inserted into the cannula with no physical or visual difficulties. There were no visual defects observed on the intact c-ring. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed.